Event description:
A brand new electric cardiac chair was just introduced into the hospital for our post-surgical cardiac patients. The patient was placed from the bed to the new chair. The cardiac monitor displayed severe 60 cycle interference, thus making it impossible to properly display the EKG tracing on the physiological monitor. The patient was removed from the chair and the 60 cycle ac (alternate current) interference disappeared.======================manufacturer response for 54p electric cardiac chair, champion (per site reporter)======================we spoke with an engineer at champion mfg, inc. And he said that this device didn't have an emi (electromagnetic interference) certificate. They are aware of the problem of the monitor interference. He responded to us they have no intention of attempting to correct this issue.